Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7717430

Event description:
It was reported that following a recent car accident, the patient experienced ineffective stimulation with their scs system. Diagnostic testing revealed low impedances present on one of the leads. The next course of action has not been determined at this time. It is unknown which lead has low impedances.